Manufacturer narrative:
The device has been returned, but not evaluated yet. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required. This investigation is ongoing.

Manufacturer narrative:
The device was requested but has not yet been returned. The lot number is unknown. Therefore, the device history records cannot be reviewed at this time. The investigation is ongoing.

Event description:
A user facility in the united kingdom reported a white particle in the patient's eye during cataract removal. The needle wrench that was used was examined and noticed signs of tip wrench. The staff was reminded of the correct way to utilize a wrench. There was no medical intervention required, no impact or injury to the patient, and no extra anesthesia required. The particle was quickly removed using forceps and procedure continued without issue.

Manufacturer narrative:
Evaluation completed. One needle wrench and one white particle were returned inside of a small plastic specimen cup. The rest of the pack components and the label were not returned. The part number and lot number cannot be verified or determined. The particle was hard to the touch. Microscopic examination of the white colored particle was performed and found that it was approximately 1102 microns wide by 1527 microns long. Visual inspection found the flats of the needle wrench was marred and damaged. Material was missing from the damaged locations on the needle wrench. This type of damage is similar in appearance to damage seen when over tightening the needle tip with the non-metal end of the wrench. It should be noted that over-torquing could contribute to the generation of particulates from the plastic needle wrench. The returned particle was similar in appearance and color as the damaged material on the flats of the needle wrench. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required.